Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the procedure was completed using another monitor in the room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse identified that the suite pc was not booting correctly. Loading suite pc software from tsm failed, and no communication was observed between the suite pc and tsm. The fse tried to reload software on the flex vision and flex spot computers; however, the issue persisted. Further inspection revealed loose video connectors causing a half-screen display issue. To resolve the issue, the fse reconfigured the connectors, reloaded the software, and upgraded the system. After the software reload and upgrade, the system was returned to use in good working order. The codes were updated based on the investigation outcome.